Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the capture thresholds and sensing values were varying with motion of the heart. It was noted the lead lacked sufficient slack. The lead was successfully repositioned with no complications.